Event description:
The customer was experiencing uncontrolled glucose level while on a minimed pump. While disconnected the customer observed that there was no infusion through the infusion set. The physician made the decision to place the customer on an office loaner htron by disetronic to see if the blood glucose levels would stabilize. The customer was taught the mechanics of the new pump and sent home with a reference manual and the profile from the minimed pump programmed into the htron. Supplies were also given. The customer was to return in two weeks for a follow-up.